Manufacturer narrative:
Discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility, the front material of the toga is separating from the inside material. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.